Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the angle wire snapped/cut. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, our technician confirmed that the segment broken, the insertion flexible tube scratched, and the light guide cable for prong scratched; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the angulation stuck, the possibility of angulation stuck occurred in the human body could not be denied. Moreover, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.